Event description:
Customer reported, the system would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the circuit boards and connectors. System operates as intended.